Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. It was also noted that ra lead also exhibited insulation breach in the pocket. Insulation breach was confirmed via visual examination. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.